Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device caused a burn on the pt's inner labia and vaginal wall on both the right and left sides during a hysterectomy. The degree of burn and pt status is unk. Additional questions have been asked.